Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fluid in breast" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient's concerns with the device and pain in breast and under the arm with possible fluid in breast".

Event description:
Patient reported a right side "exchange from textured to smooth implant due to the patients concerns with the device and pain in breast and under the arm with possible fluid in breast." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported "exchange from textured implant to smooth implants due to patients concern with the product" device was explanted.